Manufacturer narrative:
(B)(4). Batch # p92v0y. Investigation summary: the device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. This blade tip portion may have broken off of the device during transport to our analysis site. During functional testing on gen11 an alert screen was displayed. A probable cause of the device stop activating and display an alert screen is blade damage. In addition the device was tested with the foot switch and it was functional when the max or min hand activation buttons were depressed. The instrument was disassembled to inspect the hand button assembly for evidence associated with activation issues and no anomalies were found. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" or " removed instrument from patient" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. A batch history record review; and nc were created during the manufacturing of this batch but was not related to the event description. Additionally no defects related to the complaint were found during the manufacturing process.

Event description:
It was reported that in the beginning of a reflux-procedure the device stopped working. The surgeon tried to press both energy-buttons without any response. They tried to detach it from the generator and attach it again without any progress. They changed the instrument and continued the operation. No complications for the patient.